Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerus factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices , anatomy, previously implanted stent, calcification and tortuosity, or insufficient prep. The warnings section of the product's IFU warns that "balloon pressure should not exceed the rated burst pressure (rbp). As reported, the catheter was pressurized to 20 atm, which is above the rbp of 18 atm. Without the product to examine, no definite root cause for the reported balloon rupture can be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that pci was performed on a patient with severe calcified coronary arteries. Dilatation was made to the lad with another company's balloon; however, it ruptured. Another balloon was used; however, it ruptured as well. A 2.5 voyager nc was used and succeeded. An attempted was then made to upsize to a 3.0 mm voyager nc to fit the size of the vessel. The voyager nc 3.0 ruptured at 20 atm. Cutting balloons were used several times and new dilatation was made with an nc mercury and was successful. A vision stent was used to stent the lad and the patient is doing well. No additional event or patient information is available.